Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had foreign matter on the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018 , previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown . Event attributed to: other . Device single use?: no. Device returned to manufacture: no. Investigation summary: two photos were received and evaluated. One photo depicted a fully assembled 10ml syringe. The second photo only showed the plunger with a stopper assembly. The ¿moisture¿ observed on the black stopper is silicone used in the manufacturing process. The small amount observed on the stopper is a normal and expected amount for this product per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had foreign matter on the plunger. There was no report of exposure, serious injury or medical intervention.